Manufacturer narrative:
Corrected data: reason for reoperation: capsular contracture, baker grade unknown, and exchange due to concern with textured product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and exchange due to concern with textured product. Device has been explanted.

Event description:
Capsular contracture baker grade identified as iii.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device patch with lot number 2227510. Yellow particle material on the shell. Creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/apr/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Healthcare professional additionally reported "device removal due to voluntary recall." Device has been explanted.